Manufacturer narrative:
B5: there was no patient injury. The replacement of the backup lens resolved the problem and the eye is stable. The cause of the event was due to user error. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm tmicl13.2 implantable collamer lens, -11.50/+2.0/085 (sphere/cylinder/axis), within the same surgery due to the lens turned. The backup lens was implanted. Additional information has been requested but none has been forthcoming.